Event description:
According to the reporter: the customer reports that at the very beginning of the procedure, the 'lid' through which the instrument is inserted disconnected from the trocar. No ill effect to the patient.

Manufacturer narrative:
(B)(4).